Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection determined that the glenoid reamer is fractured at the locking screw and one of the drive facets are missing. The outside perimeter of the reamer is missing some of the titanium nitride coating and it has wear indicative of its use. Review of the device history records for the lot did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The reamer was dimensionally inspected and found to be conforming where measured with the exception of the fractured screw and facet. The hardness of the locking screw was checked and is within specification. The device was used for treatment. Reamer locking screw fractures may occur if the locking screw is not completely and securely screwed into the driver. This situation may allow the reaming torque and any bending forces to be applied to the locking screw instead of being transmitted by the reamer body's facets to the tabs of the driver. The reamer has an approximate field age of 2 years and 5 months. An exact cause of the reported condition cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported that the 52mm glenoid reamer broke during use. Surgery was completed with another device.